Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the lead was returned in two segments and that a portion of the lead was not returned. Additionally, trilumen insulation abrasion was observed but the conductor was not exposed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported low impedance measurements could not be confirmed as the returned segments passed electrical testing.

Event description:
It was reported that, during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited increased pacing thresholds and low pacing impedances on the right ventricular (rv) channel. A revision procedure was performed and the crt-d and the rv lead were explanted. No additional adverse patient effects were reported.